Event description:
It was reported that the rotaburr got stuck on the rotawire. A 1.50mm rotapro and rotawire drive were used for treatment. During the procedure, upon removal, the rotabur got stuck with the rotawire. Both devices were removed together as one unit. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned without the burr loaded on it. Visual inspection revealed that rotawire could be removed with resistance due to the present kinks on it. The kinks on the body were measured from distal to proximal and the distances where the kinks were found are the following: 1-38.0 in, 2-55.0 in, 3-74.5 in, and 4-127.5 in. Microscopic inspection showed the spring tip was kinked.

Event description:
It was reported that the rotaburr got stuck on the rotawire. A 1.50mm rotapro and rotawire drive were used for treatment. During the procedure, upon removal, the rotabur got stuck with the rotawire. Both devices were removed together as one unit. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.